Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the balloon ruptured during the third inflation at 10 atm during a poba procedure. The target lesion was shunt restenosis with mild tortuosity, moderate calcification, eccentric and 90% stenosed. A larger balloon, 4.0 mm was used and dilatation was completed. There were no reported adverse patient sequelae. No additional information was available.